Event description:
It was reported that during an anterior cruciate ligament (acl) reconstruction (graflink + complete tibial tunnel) surgery the femoral tightrope (ar-1588rt-2j, lot.15072585) was damaged. After the first tensioning of the system and after cycling the knee, when readjusting the femoral tightrope, the white wires began to slide against each other and there was a fault in the locking system - one of the "chinese traps" broke. The system had to be removed and replaced with another (btb tightrope). According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
This report is being submitted to provide additional information in h3, h6: health effect - clinical code, problem code, type of investigation, investigation findings, investigation conclusions, and h10, and updated information in g1. Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. Per the surgical technique, the sutures should be tensioned perpendicular to the button face. The sutures will break when pulled against the edge of the hole in the button (not perpendicular). Eco-37907 was implemented to improve the design of the button to reduce these failures due to misuse. The most likely cause for the reported failure can be attributed to user error of the device due to improper tensioning of the sutures.